Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 20ga 1.25in hf y needle would not remove. The following information was provided by the initial reporter: after puncturing venflon (pink), IV needle not removing. So whole infusion removed again.

Event description:
It was reported that nexiva 20ga 1.25in hf y needle would not remove. The following information was provided by the initial reporter: after puncturing venflon (pink), IV needle not removing. So whole infusion removed again.

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the sample. Bd received one unit. Visual inspection of the device showed that there was no visible damage to the v-clip or tip shield. Functional testing was performed by attempting to completely pull back the needle. It was observed that the needle could not be pulled back past a certain point. The reported defect was confirmed. A microscopic inspection of the cannula was performed and damage to the cannula was observed. The cannula appeared to have a little groove cut into in and a buildup on the sides of the grove. No bending of the needle was observed. Damage caused during the manufacturing processes would most likely result in a bend of the cannula and are very unlikely to cause the observed rotating grove/scratching in the cannula wall; therefore, the defect is most likely linked to raw materials. A device history record review could not be performed as the lot number is unknown. H3 other text : see h10.